Event description:
For routine telephone pace-maker check in 2008, no pacing spikes or magnet response. Device interrogated the next day, in center, no pm function. Per medtronic tech support. Question sudden battery depletion vs component failure. Admitted to hospital on the same day. Device replaced four days later.